Event description:
A technician reports the amber eyetracker test led lights were intermittent. Add'l info indicates at the beginning of a surgical procedure, the pt was told to keep his eye on the 4 amber lights and the pt stated the lights had gone off. The technician turned them off and back on via the switch and the lights came back on. The procedure was finished with out any delay. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).